Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm epic mitral valve was implanted four years ago. On (B)(6) 2024, a redo valve replacement was performed with a non-abbott valve due to leaflet detachment. A tear was observed in the leaflets and suture cuff. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
It was reported that a redo valve replacement was performed with a non-abbott valve due to leaflet detachment. The investigation found that all cusps were torn. There were degenerative changes to the tissue of cusp 1 associated with the tear. Cusp 3 had mild fibrous thickening and contained small, calcified nodules. The sewing cuff was fractured. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, the tears were associated with calcifications and degenerative changes at the tissue.

Event description:
It was reported that on (B)(6) 2020, a 25mm epic mitral valve was implanted. On (B)(6) 2024, a redo valve replacement was performed with a non-abbott valve due to leaflet detachment. A tear was observed in the leaflets and suture cuff. The patient was reported stable.